Event description:
Customer reports approximately five incidents in which the stopcock was found to be leaking during administration of radioisotopic material. Reporter states they attach to syringes to the stopcock, one containing the radioisotope material and the second containing normal saline. After administering the contrast material the stopcock is then flushed with the normal saline. Reporter states there has been no pt or staff injury, however, there has been leakage of the radioisotope material.